Manufacturer narrative:
Physio-control evaluated the removed power supply assembly and verified the reported failure. It was determined that the cause of the reported failure was due to a shorted metal oxide varistor, designator mv3 on the power supply assembly which caused that there was no ac operation and prevented the battery from charging.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power supply assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control service representative that their device would not power on with ac or dc power. There was no patient use associated with the reported event.